Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ insulin syringe the plunger was difficult to move and difficult to aspirate. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: she mentioned that in the batch informed, 4 syringes are hard, she cannot pull the plunger, they are very hard and won't move. Only one of the 4 managed to draw some insulin but it was too hard so she gave up and used another one.

Manufacturer narrative:
After further review this complaint, MFR#: 1920898-2022-00273, has been determined to be a duplicate of MFR#: 1920898-2022-00302. As a result MFR#: 1920898-2022-00273 will be cancelled and should be considered null and void.

Event description:
It was reported while using bd ultra-fine¿ insulin syringe the plunger was difficult to move and difficult to aspirate. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: she mentioned that in the batch informed, 4 syringes are hard, she cannot pull the plunger, they are very hard and won't move. Only one of the 4 managed to draw some insulin but it was too hard so she gave up and used another one.